Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV disconnected from the distal end of the IV tubing.

Manufacturer narrative:
Additional information: the customer¿s report that the IV separated from the distal end of the smartsite was confirmed. During visual inspection, it was noted that pvc tubing was completely separated from the distal smartsite outlet port. Inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. Functional testing was not performed due to the obvious damage. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s experience was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.